Event description:
An endurant ii bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 49mm abdominal aortic an eurysm. It was reported from a follow-up CT a week later that an ia endoleak was observed. The physician implanted 2 non mdt cuffs to resolve the endoleak.  As per the physician the cause of the endoleak could not be determined.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.